Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd intima-ii 24gax0.75in leaked. The following information was provided by the initial reporter; on (B)(6) 2023, the nurse used a closed intravenous indwelling needle to infuse the child. After successfully puncturing the child's closed intravenous indwelling needle, she found that blood continued to flow out of the extension tube of the indwelling needle near the heparin cap. The nurse carefully checked and found that the indwelling needle there was a small hole in the extension tube. The nurse explained it to the family members. After gaining their understanding, the indwelling needle was removed and replaced with another set of indwelling needles for re-puncture. Subsequent use was normal and no other harm was found to the patient.

Event description:
On (B)(6) 2023, the nurse used a closed intravenous indwelling needle to infuse the child. After successfully puncturing the child's closed intravenous indwelling needle, she found that blood continued to flow out of the extension tube of the indwelling needle near the heparin cap. The nurse carefully checked and found that the indwelling needle there was a small hole in the extension tube. The nurse explained it to the family members. After gaining their understanding, the indwelling needle was removed and replaced with another set of indwelling needles for re-puncture. Subsequent use was normal and no other harm was found to the patient.

Manufacturer narrative:
1. DHR/bhr review(lot#3135087): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(6) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batches used in this batch of products are 3139902, 2237105, 2298211, review the raw material inspection records, no abnormalities. 2. No actual samples and photos have been received, and the specific site and status of the small hole in the extension tubing cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the extension tubing. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is returned, further analysis cannot be done, the root cause of the small hole in the extension tubing cannot be determined, and the plant will continue to pay attention to such defects.